Event description:
During product service on-site by a baxter service technician, a flogard infusion pump presented with an f-38 alarm. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and functional testing. The root cause of the of the f-38 alarm code was determined to be damaged force sensing resistors (fsr) and the sensors were replaced to resolve the problem. The device was serviced and restored to a good working condition.